Manufacturer narrative:
The fsr replaced the display assembly. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the local display assembly of the pump was damaged and not working. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the small display assembly was not working properly. The cause was determined to be a charred r10 transistor on the graphics driver board of the small display assembly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.